Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint, but found the reportable malfunctions of lamp failure and broken connector. Additionally, front panel was cracked and broken, the top cover peeled off and was heavily scratched, and the device was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the lamp does not light, it is likely that it occurred due to a faulty lamp. Regarding the output connector is broken and cannot be connected, likely occurred because excessive stress was applied to the output socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the control+shift+menu to open the password protected menu, does not work. The device was returned to service where evaluation found a lamp failure and a broken output connector. There was no harm or user injury reported due to the event. This report is being submitted for the malfunctions identified at evaluation.